Manufacturer narrative:
Investigation results: it was reported that during procedure and outside the patient the polarstem detachable rasp 01 (art. No. 75023019 / lot no. B54317) did not connect to the broach handle. All other sizes 0-10 attached to broach handle as expected. Surgery was completed with and s+n device and was delayed for no longer than 30 min. The complaint device, used in treatment, was returned for investigation. The reported issue could be confirmed upon visual inspection and functional control. The device showed significant damage on the connection part and broach handle could not be attached. The complaint history review was performed for the lot number b54317. No further complaints were found for devices of the same lot. The production documentation was reviewed, there are no hints that the device did not meet the specifications at the time of manufacturing. Based on the conducted investigation, the root cause could not be determined conclusively. But it is assumed upon visual inspection of the part that the material deformation on the connection part might be caused by hits with a hammer. No further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues. The device will be discarded.

Manufacturer narrative:
Results of investigation: it was reported that during procedure and outside the patient the polarstem detachable rasp 01 (art. No. 75023019 / unknown lot no.) Did not connect to the broach handle. All other sizes 0-10 attached to broach handle as expected. Surgery was completed with and s+n device and was delayed for no longer than 30 min. The complaint device, used in treatment, was not returned for investigation. The reported failure mode could not be confirmed. The lot number of the complaint device is unknown and the complaint history review and production documentation review could not be performed. Due to the insufficient information, the root cause could not be determined conclusively. Should additional information become available, the complaint investigation will be reopened. Smith+nephew will continue to monitor for similar issues. Internal complaint reference (B)(4).

Event description:
It was reported that during procedure and outside the patient the polarstem detachable rasp 01. Did not connect to the broach handle. All other sizes 0-10 attached to broach handle as expected. Surgery was completed with and s+n device and was delayed for no longer than 30 min.